Manufacturer narrative:
(Secondary intervention) - (B) (4): eval results: inaccurate stent graft delivery.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The vessel morphology was reported as severely angulated aortic neck (65 degrees). The aortic neck was a reverse funnel 15 mm in length. At the renal arteries the aortic neck was 25 mm in diameter and 15 mm below the aortic neck the diameter is 32 mm. It was reported that the stent graft was inadvertently implanted lower than intended. There was no angiogram done at this time, as the pt had high creatine level. It is unk at this time in the procedure if there were any endoleaks present. The physician placed two 36 talent aortic cuffs up to the renal artery. During the final angiogram, there are no endoleaks. No clinical sequelae were reported, and the pt is fine.